Event description:
Procedure type: open sleeve gastrectomy. According to the reporter: the surgeon fired (B)(4) stapler across fundus of stomach (final firing). Surgeon commented that stapler did not feel "right" during procedure. Three days post-op, pt returned to operating room due to failed staple line and internal leak. Product not kept for inspection. Pt re-operated on and staple line repaired. F/u operation required. Bloodloss unk. Pt condition unk at time of report.

Manufacturer narrative:
(B)(4)